Manufacturer narrative:
Pending evaluation.

Event description:
The patient presented with a tha implanted in 2019 with a cementless crown cup socket increasing stress pain. The radiological examination was carried out at the presentation. Findings of the patient treated by us with this implant. One impressed for 3 years. Implantation increased decentering of the head in the inlay with clearly visible osteolysis in the bony interface area of the metal cup as a sign of significant inlay wear. For further clarification, a scintigraphy and a puncture of the hip will be carried out, then proven missing signs of loosening and missing signs of infection, the planning of a one-time inlay change to a highly cross-linked xle replacement inlay, for which one special approval exists.

Manufacturer narrative:
After further review of additional information received the following sections b5, d6b, g2, g3, g6, h2, h7 and h9 have been updated accordingly. Section b5 additional information received indicates that patient had a revision on 19-dec-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt:

Manufacturer narrative:
The patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear and osteolysis approximately 3 years after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. The revision reported may have been due to a combination of risk factors specified, including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, impact code, component code, type of investigation, investigation findings, and investigation conclusions.